Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's husband reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 851 mg/dl. Customer was vomiting. Caller stated that insulin pump failed to deliver insulin. The previous night the blood glucose readings were in the 400 range. Hospital treated with insulin drip. Nothing further reported.